Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 90 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and familial spastic paraparesis. It was reported there was a flipped pump. The issue was identified by being unable to refill the pump. An x-ray was performed as diagnostics/troubleshooting. Surgical intervention occurred in which the pump was flipped over and filled with 40 cc of baclofen to run at simple continuous. The patient status at the time of this report was ¿alive ¿ no injury.¿ the issue was resolved at the time of this report. If additional information is received, a follow-up report will be sent.